Event description:
Dealer reported that when the end user turned on the joystick the chair started to move on its own. Upon evaluation when the dealer found that the joystick cannot find neutral. The joystick was replaced without further incident.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3grx-cg serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1154295, rev.c (dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter was contacted for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.